Event description:
It was reported that the right ventricular (rv) lead threshold increased. It was also reported that at explant blood was found approximately 10 centimeters in from the distal trifurcation. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer tubing overlay was breached cut. It was noted that there was blood/body fluid on all conductors (not obstructed), there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead appeared damaged at implant.